Manufacturer narrative:
The device did not meet specifications during an irrigation leak test. Investigation revealed a leak at the irrigation tubing due to inadequate adhesive. As a result of the irrigation leak finding, abbott is performing further investigation.

Event description:
This event is being reported based on the analysis of the returned device.